Event description:
Caller states that the patient tested 5.2 inr and 3.9 inr during duplicate testing on the same device. No action was reportedly taken based on device results. No adverse event reported. Requested returned of suspect device and replacement was sent.